Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed functional test including prime/a33, displacement, basicocclusion, occlusion and excessive no delivery alarm test. No excessiveno delivery alarms noted. However noisy motor was noted during testingdue to faulty motor. Cracked reservoir tube lip and scratched displaywindow.a.m. (B)(4).